Event description:
Arjohuntleigh received a customer complaint where it was indicated that the resident was transferred with the maxi 500 lift to the chair. Two caregivers had established the positioning of the residents chair and lift prior to transfer. During the transfer one of the caregivers changed the angle of the chair and the resident suddenly, as the caregiver was unable to comfortably guide the resident into the chair. As a result the resident's center of gravity changed on the lift. The lift tipped over partially, causing caregiver to sustain a bruise to the right shin, there was no break in the skin. No injuries were sustained by the resident involved in the event. Ref MFR report: 9681684-2014-00029.